Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on the nano system within 15 minutes: 337 mg/dl (strip lot 478580), 150 mg/dl (strip lot 478652), and 125 mg/dl (strip lot 478652). Results were obtained using different strip lots.